Event description:
It was requested by the sales rep wanting to send her customers control module in for annual pm. No pt involvement.

Event description:
It was requested by the sales rep wanting to send her customers control module in for annual pm. No pt involvement.

Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the inferface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Results: interface board and black cable replaced.